Event description:
The pt's device "wasn't doing anything" even after being adjusted and was replaced. Add'l info was requested from the pt's healthcare professional.

Manufacturer narrative:
(B) (4).